Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with blood glucose of less than 10 mg/dl at the time of the incident. The customer was given juice and snacks to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump delivered 6 insulin units without their input. The customer also reported that they also have highs as the infusion set cannula or needle sits on their skin and makes their skin wet. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.